Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced the reagent probe. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patients tested on a cobas 8000 c 702 module. The initial calcium results were not reported outside the laboratory and the samples were repeated. Patient 2 had two samples collected and tested. On (B)(6) 2021, patient 1's initial calcium result was 1.64 mmol/l, and the patient's repeat result was 2.41 mmol/l. On (B)(6) 2021, patient 2's first sample had an initial calcium result of 1.26 mmol/l, and the patient's repeat result was 2.22 mmol/l. On (B)(6) 2021, patient 2's second sample had an initial calcium result of 0.84 mmol/l, and the patient's repeat result was 2.15 mmol/l. The calcium reagent lot number and expiration date were requested but not provided.